Event description:
This senior medical affairs specialist spoke with the pt/layperson in late 2008 to obtain add'l info regarding her allegation that the onetouch ultra meter had reverted to set up mode after replacing the battery the month before. The alleged issue was resolved during her conversation twelve days prior to original date, with a customer care advocate, cca, who replaced the meter. The following reflects info provided to the cca and to this specialist. The pt put the meter aside when it was in the set up mode and began using another meter she had (name and brand unk). The pt then used all the strips for the other meter and could not afford to purchase more. Although the pt implied that her diabetes "always had been bad", it is unclear if the symptoms of excessive thirst, blurred vision, weight loss and frequent urination occurred before the alleged issue began or after the pt had stopped testing on both meters. The pt self treated with oral diabetes medication before the event. Approx three weeks prior to original date, the pt saw her physician due to the symptoms. The physician neither treated her symptoms nor tested her blood glucose. Due to the symptoms, the pt went to another clinic the next day, where her blood glucose was over 480 mg/dl on the clinic's meter. The pt was given IV fluids for dehydration and injected with insulin, after which she was discharged the same day. The pt now is on an insulin regime. Although the perceived issue was resolved, because the pt reported that she was treated due to elevated blood glucose after the reported issue began, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.